Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a universal seal was found inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic assisted sigmoid colectomy, a small piece of black rubber/plastic was found in the patient's abdomen. This was later identified as having broken off a robotic seal cap used on the ports. The identified object from the universal seal identified in abdomen was successfully removed.

Manufacturer narrative:
A review of the provided image was performed. The image shares appear to show a universal seal and potentially a fragment from a torn septum. The universal seal does not appear to exhibit any other damage. Additional information was obtained from follow-up: it appeared to be an isolated case, as there were no other incidents with the batch.

Event description:
Refer to h11 for follow-up information.